Event description:
Clinical team found leaking duel lumen hickman catheter during assessment. Repair kit connected and user noted leaking between the two catheter lines at point of blunt needle insertion. New repair kit procedure performed, and catheter assessed 10 days later with leaking noted at same location near catheter line couple joint. Both section of the repair kits sequestered for biomedical evaluation and report to medwatch and manufacturer. Catheter involved was duel lumen 1.3mm/0.7mm lines. Leaking noted when user performed saline flush through 0.7mmline. Leaking occurred at sealed joint and silicon sleeve. Catheter repair performed by experienced and trained PICC line clinician. Manufacturer response for external catheter segment 9f, hickman (per site reporter). Awaiting manufacturer follow up after analysis.